Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced blood glucose versus sensor glucose. The customer also received a threshold suspend. The customer noticed the difference while in the hospital; non diabetes related. The customer's blood glucose was 215mg/dl and sensor glucose was 60. The customer's blood glucose was 262mg/dl. Explained to customer that sensor may be responding to changes in glucose. The customer had no other issues or concerns.